Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient not able to charged the ipg. All device components were explanted and will not be returned.